Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed arm1 unexpected movement. The customer pressed and released the port clutch switch to resolve the errors which occurred twice. Errors confirmed by the system logs. The clinical sales rep (csr) stated that the or was not touching the arm when these errors occurred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Annex codes have been updated. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event. No specific risk assessment can be performed for the alleged event based on the information provided. No patient injury or harm was reported, and insufficient details were provided to assess the failure mode.

Event description:
Refer to h11 for follow-up information.